Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "rn1 called to report that the iabp had 'turned off' during transport to the cardiac cath lab. Once connected on the video call, I reviewed the alarm history log, which showed multiple 'system running on battery power' alerts, as well as 'less than 20 minute' and 'less than 10 minute' battery alerts. It was also noted that the printer hard key was flashing and a yellow question mark was displayed on the printer softkey; printer was inoperable. Attempted to reload the printer paper without resolution. A graphic reset was then attempted, also without restoring printer functionality. A power cycle was completed, which resolved the issue. The patient remained supported and stable throughout troubleshooting".

Event description:
It was reported that "rn1 called to report that the iabp had 'turned off' during transport to the cardiac cath lab. Once connected on the video call, I reviewed the alarm history log, which showed multiple 'system running on battery power' alerts, as well as 'less than 20 minute' and 'less than 10 minute' battery alerts. It was also noted that the printer hard key was flashing and a yellow question mark was displayed on the printer softkey; printer was inoperable. Attempted to reload the printer paper without resolution. A graphic reset was then attempted, also without restoring printer functionality. A power cycle was completed, which resolved the issue. The patient remained supported and stable throughout troubleshooting".

Manufacturer narrative:
(B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.other remarks: n/a.corrected data: n/a.